Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the nylon tie had loose hardware. Additional malfunctions include the smart pack filters for the filter inlet were dirty.